Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA 1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. The photos were evaluated and the customer's indicated failure mode for damage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The photos were evaluated and the customer's indicated failure mode for track pack residue, foreign matter and incorrect count with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 5 abbott tubes edta plh 13x75 2.0 pnk had foreign "dirt" in their stoppers, 1 tube had foreign "spots" in the stopper, 3 tubes had foreign "spots" inside them, 2 tubes had damaged styrofoam trays, 3 tubes had damaged packaging, 8 tubes had molding defects on their stoppers, 3 tubes had damaged/crimped unit labels, 1 tube had foreign "dirt" in the packaging, 1 tube had foreign "dirt" in the styrofoam tray, 2 tubes had damaged stoppers, 6 tubes had partial label peel off, 1 tube had foreign matter inside it, 1 tube had foreign matter on the stopper, and 2 tubes had foreign "dirt" inside them. All defects were found before use in lot# 9128795. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: we have a list of complaints for bd cat number 364676 lot number 9128795. "It is reported tubes had dots, dirt, moisture and debris on as well as in caps and tubes. Also customer reported label lifting, "bad labels", "bad caps", damaged shrink wrap and damaged trays."

Manufacturer narrative:
There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: g.5. PMA / 510(k)#: k070820, g.5. PMA / 510(k)#: k070822, g.5. PMA / 510(k)#: k080751. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 abbott tubes edta plh 13x75 2.0 pnk had foreign "dirt" in their stoppers, 1 tube had foreign "spots" in the stopper, 3 tubes had foreign "spots" inside them, 2 tubes had damaged styrofoam trays, 3 tubes had damaged packaging, 8 tubes had molding defects on their stoppers, 3 tubes had damaged/crimped unit labels, 1 tube had foreign "dirt" in the packaging, 1 tube had foreign "dirt" in the styrofoam tray, 2 tubes had damaged stoppers, 6 tubes had partial label peel off, 1 tube had foreign matter inside it, 1 tube had foreign matter on the stopper, and 2 tubes had foreign "dirt" inside them. All defects were found before use in lot# 9128795. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: we have a list of complaints for bd cat number 364676 lot number 9128795. "It is reported tubes had dots, dirt, moisture and debris on as well as in caps and tubes. Also customer reported label lifting, "bad labels", "bad caps", damaged shrink wrap and damaged trays."